Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a a2fn recon procedure, surgeon used the reamer 4.5 / 6.5 l450 f/pin screw to drill for the insertion of hip screw. The reamer broke inside the bone and unable to taken out which resulted in delaying the surgery by one (1) hour. The proximity of the broken piece to the joint is around 45 mm. Currently surgery is not scheduled to take out the broken reamer. Procedure was completed by using 5.0 mm cannulated drill bit. No other information is provided. Concomitant device reported: unknown hip screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) reamer. This is report 1 of 1 for complaint (B)(4).